Manufacturer narrative:
(B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be submitted.

Event description:
It was reported that after flushing the introducer sheath with heparinized saline and the needle was being inserted into the introducer sheath, the tip of the needle broke while the device was in the pt. The transseptal sheath was in the body and the needle with the stylet in place was being inserted into the sheath when the needle break occurred. Approx 1 1/2 inches of the needle tip broke completely off from the distal end of the needle. The sheared end of the needle tip was sticking out of the hemostatic valve. The detached portion of the needle was removed using a pair of hemostats. Another across transseptal sheath/needle set was used to complete the procedure. There were no pt complications. The detached portion of the needle did not enter the body of the sheath or the pt.